Event description:
It was reported that the subject device exhibited an image with intermittent blackout and whiteout, the issue occurred during inspection for use, before the patient room. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment full name: (B)(6) hospital. E1 completed address: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to external force applied to the insertion tube causing blackout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.